Event description:
Cassette was found to be leaking IV fluid at the chamber section. Infusion device indicated that 142cc should be remaining in the bag but it was noted to be empty. Nurse was unable to determine actual amount of fluid delivered. Stat ptt lab and monitoring needed to stablilze. There was no pt injury.